Event description:
It was reported that the patient experienced elevated blood glucose while using the ilet and required agent-assisted troubleshooting that involved disconnecting as for a shower, replacing the infusion set with 23 in, 6 mm contact detach tubing, priming until drops were observed, connecting to the body, and filling the cannula; no insulin leakage or site abnormalities were observed, and the patient was advised to change all supplies. Symptoms included hyperglycemia. Outcomes included no injury, no hospitalization, and completion of troubleshooting and user education. Investigation included case intake and review of user-reported blood glucose status and infusion set change procedure. Investigation of this case revealed no device malfunction observed, no evidence of infusion site failure, and an unclear cause for the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unknown and could not be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.